Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was relocated in (B)(6) 2018 because of the device being too close to the sciatic nerve. The patient stated he had pain from that. The patient stated it was hard to put pressure when sitting on this. The patient has to put more pressure on the area. No further complications were reported/anticipated.